Manufacturer narrative:
An event regarding revision due to osteolysis involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Review of summary report submitted as part of an iis milestone revealed frk063 was revised due to osteolysis and loosening. Aseptic loosening of the femoral component due to osteolysis. Right total knee revision arthroplasty, femoral component and tibial liner insert exchange with synovectomy and bone grafting of a contained medial femoral condylar defect performed (B)(6) 2014. Components used in revision: scorpio nrg #9 femur with simplex p cement and 9x15 cr insert.